Manufacturer narrative:
Intuitive surgical inc.(isi) followed up with the initial reporter and obtained additional information: the force bipolar instrument was inspected prior to use and nothing out of the ordinary was noticed. The instrument was being used to grasp tissue when a piece of the instrument fell into the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure until it broke. The instrument did not collide with any other instruments or other hard material during the surgical procedure. Upon final removal of the instrument, its wrist was straightened and the surgical staff did not feel any resistance through the cannula. There was no damage to the cannula noticed and there was no other damage to the instrument. The fragment was retrieved laparoscopically with a laparoscopic instrument. All fragments were retrieved and this was confirmed visually. The procedure was completed robotically with no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the reported failure was replicated and confirmed. Failure analysis found the primary failure of broken grip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.576" x 0.198" was found to be broken off the grip base. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post-market surveillance analyst. The investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable cause of a broken grip tip is typically attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, a piece of the force bipolar instrument broke off and fell into the patient's abdomen. The surgeon needed to retrieve it. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.